Event description:
It was reported that the lead would not fit into the hub. It was noted that the set screw was loosened and it was still not possible to slide the lead in. It was noted that a new battery was attempted; the lead was wiped down and tried to be placed multiple times. It was noted that the lead was explanted as it would not slide into the battery hub. It was noted that a replacement lead was a required action as a result of the event. It was noted that there was no patient symptoms or complications associated with the event and the patient was alive with no injury. Additional information received reported that the surgery was a stage 1 battery connection for sacral nerve stimulation. It was noted that the lead would not go into the implantable neurostimulator (ins) port of the first or second ins after multiple attempts. It was noted that there was fluid inside of the lead. It was noted that a new lead was placed and the second battery was connected to the lead. It was noted that the second lead and second battery worked and resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va08lpt, implanted: (B)(6),2013, explanted: (B)(6), 2013. Product type: lead. (B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: it was found that the setscrew was backed out too far and cross threaded, however a known good lead was able to be inserted into the connector port without difficulty. Lead insertion testing of the connector port was within the specification. The ins passed electrical testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.